Event description:
The customer reported that during the extended test, the pacer test failed and a solid red x was displayed in the ready for use indicator and the device chirps. There was no report of patient involvement.